Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swollen, red, and painful" and ¿infected area became open and purulent¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. Among the 139 subjects who were treated with juvéderm volbella® xc at initial treatment and received repeat treatment with juvéderm volbella® xc, 3 experienced a total of 4 treatment-related aes after repeat treatment. These aes include 3 reports of injection site mass and 1 report of oral herpes. None required treatment. Of the 4 aes, 2 were mild (1 injection site mass [lumps/bumps] and 1 oral herpes), which resolved without sequelae, and 2 were reported with a maximum severity of severe (both events were injection site mass [lumps/bumps] in 1 subject) and then mild at the completion of the study. The following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis.

Event description:
Health professional reported that after a patient was injected in the ¿fine lines of the lips¿ and glabellar with .5 cc of juvéderm volbella® xc that ten days after the injection it's noted ¿it was really swollen, red, and painful¿ ¿the infected areas became open and purulent at both injection sites¿ and ¿this seems like a new herpes viral outbreak.¿ treatment is noted as course of steroids, antibiotics + antiviral. Event is ongoing at this time.